Event description:
Event description boston scientific received information that during the one month follow-up of the patient with this device, loss of ventricular capture at maximum output and no sensing were observed. The patient had good instrinsic conduction and was not symptomatic. An electrogram was faxed to technical services for review. Technical services reviewed the electrogram and confirmed loss of ventricular capture and sensing. They recommended decreasing the sensitivity and performing a chest x-ray to confirm if the lead had dislodged. Boston scientific received additional information that this lead was successfully repositioned.